Manufacturer narrative:
(B)(4). Information in this report also relates to patient identifiers: (B)(6). The events of seroma-late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: temporary device placement.

Event description:
Company representative reported patient with previous diagnosis of breast cancer had a tissue expander removed. Tissue expander remained implanted for more than 6 months. Pathology markers of cd30+ was provided, no other pathological markers provided. The event of breast cancer is not considered device related as the patient was previously diagnosed prior to any breast implant device being implanted.